Event description:
It was reported the patient was unable to establish communication with the ipg following a surgical procedure on (B)(6) 2018. The patient's controller (pc) reflected the error message: "generator no responding." As such, a company representative met with the patient and was able to establish a connection with the ipg via troubleshooting/education. The issue was resolved.